Event description:
Md was performing a bronchoscopy. Md had retracted needle and tech had removed the biopsy needle device from scope and was flushing the biopsy needle to remove specimen. Upon inspecting the specimen cup, a 1/2 inch of the needle was inside of the cup. Procedure completed, no injury to patient.